Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported separation. Description: it was reported that "when flushing the valve with nacl, there was a spontaneous misalignment of the valve between the tubing and the valve".

Manufacturer narrative:
Investigation result: one mz5303 sample was received without packaging for investigation. No residual fluid was present and no connecting product was returned with the sample. The customer reported that the affected sample was from lot 25079108 and that "when flushing the valve with nacl, there was a spontaneous misalignment of the valve between the tubing and the valve". Visual inspection of the returned sample confirmed the customer's experience; the maxzero was separated from the female luer. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing joint during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 25079108 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback and retrained to ensure that they are following the correct assembly process. Please note, since the manufacture of the affected product, the assembly of this product has moved to an alternative manufacturing site. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz5303 product over the past 12 months.

Event description:
The sample available for analysis was used, then disinfected with ddn9 pre-disinfection for 15 minutes. There is no visible damage. The patient was not injured.